Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that her dexcom g7 sensor displayed repeated low glucose readings of approximately 50 mg/dl. She did not experience symptoms of hypoglycemia at that time. She treated the alerts by consuming honey and subsequently performed multiple fingerstick blood glucose checks, all of which showed readings around 283 mg/dl, indicating a discrepancy between the sensor readings and capillary blood glucose values. Following continued alerts and treatment, the patient was feeling weak, confused, and nearly losing consciousness. Her husband assisted her and transported her to the emergency room. Upon arrival, her blood glucose levels were recorded in the 300 mg/dl range, later peaking at 535 mg/dl. The patient did not check her cgm readings during this time. She received intravenous fluids, insulin IV, and insulin injections and remained hospitalized for more than 24 hours. Upon discharge, the patient reported that she was feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.